Event description:
The alarm heats up in an hour of battery insertion. The back portion which comes in contact with a child's neck is very hot and can burn skin. Don't feel that this is normal and is most certainly a defect in the product. My child cannot use this alarm as is or it may burn his neck.